Event description:
It was reported intermittent occlusion alarms occurred with multiple infusion sets and cartridges. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.